Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 130 units of insulin. Customer¿s blood glucose was 130 mg/dl. Customer reverted to alternate insulin therapy for diabetes management.